Event description:
Information was received indicating that during testing of this smiths medical cadd solis vip pump, the pump exhibited "system error 45636". No patient injury reported.

Manufacturer narrative:
Device evaluation: one pump was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log did not show an occurrence of the reported error code, but did show occurrences of "system fault 41786." The reported error code was not duplicated during functional testing; however, error code 41786 was found on startup. The cause of the reported error was not able to be determined during the investigation. The main board was replaced for the issue found during the investigation.